Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the initial investigation details, the reported condition of the device overheating during usage could not be confirmed.

Event description:
It was reported that the handpiece began overheating during testing prior to the start of a surgical procedure. There was no patient involvement or any user injury reported.